Manufacturer narrative:
A supplemental MDR is being submitted as related manufacturing report numbers are now available. B4, g3, and h2 have been updated. Additional information has been provided in h10.

Event description:
Information was received through a medical article, "long-term impact of gender differences after transcatheter aortic valve implantation". The objective of the study was to investigate the impact of gender differences after tavi on long-term clinical outcomes and structural valve deterioration (svd). Of the 672 consecutive patients who underwent tavi, with balloon-expandable valves (sapien xt or sapien 3) or self-expandable valves (non-edwards), between october 2013 and december 2018 at a single center, a total of 511 who underwent multidetector computed tomography analysis within 30 days after tavi were included. Echocardiographic data were analyzed annually. The following events were identified: 17 patients with an edwards device (sapien xt or sapien 3) or non-ew device had major or life-threatening bleeding as procedural complication.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Limited information has been received from the literature and the exact cause of the adverse event remains unknown but is likely related to one or more of the factors and/or mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. This is one of three related manufacturer reports.